Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a planned /non-emergency vascular treatment which was completed as planned after restarting the system. The field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not possible a review of the system log file showed a malfunctioning of the geo-pc. Upon remote testing, the engineer determined an issue with the geo pc. To resolve the issue fse replaced the geo-pc and installed the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that no geometry movement was possible. Reboot was done three times and still the issue was not resolved. No harm has been reported to philips. Philips has started an investigation of this complaint.